Manufacturer narrative:
The device was not returned. The customer reported that the fault was present with different endoscopes and cables. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had no image with the series 180 scopes. The issue occurred during preparation for use. The intended procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was caused by failure of patient board set. Olympus will continue to monitor field performance for this device.